Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestine during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to release from the catheter to deploy. Reportedly, the clip was pulled off by force, and the clip fell off from the tissue. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: problem code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results a visual examination of the returned complaint device found that the clip assembly was not returned with the device. There was evidence that the device was prematurely deployed, as the yoke was returned attached to the control wire. It was observed that the catheter and the control wire were severely kinked at the middle section. Additionally, the over sheath was returned stuck at the distal section of the catheter and was found to be buckled and accordion like. A dimensional examination was performed to further analyze the deployment issue, and the coil's length was within specification. A dimensional analysis was also performed on the control wire's length and it was found to be within specification. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.a labeling review was performed and from the information available, this device was not used per the directions for use (dfu)/product label. Based on the evaluation of the returned device, the over sheath was partially withdrawn from the device before use, causing a small part of the sheath that got stuck in the catheter.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestine during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to release from the catheter to deploy. Reportedly, the clip was pulled off by force, and the clip fell off from the tissue. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.